Event description:
A kneecap material was removed from an 11 year old boy. The patient was admitted to hospital 5 days after the procedure. The wound had to be opened due to an infection situation and the infection had made an abscess along the entire length of the thigh. During revision surgery a piece of surgical glove was found inside the wound. This had been left there during the material removal surgery. No further details were provided.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.